Event description:
A report was received that the patient was having to charge her ipg more often. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient has elected to not have the ipg replaced.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was having to charge her ipg more often. A bsn representative analyzed the ipg database and confirmed premature battery depletion. The patient has elected to not have the ipg replaced.